Manufacturer narrative:
(B)(6). H3: one device was returned for repair. Service history review identified this device has not been in service previously. Error log found 6 system fault 41541 errors. Visual evaluation found wear on the latch flex sensor. Device passed functional tests. The probable cause of primary problem was wear on latch flex sensor and it was replaced. Replaced latch flex sensor for reported error code. Replaced downstream occlusion (dso) sensor, dso seal, bezel due to wear on dso seal. Unit passed all functional tests.

Event description:
It was reported that the pump had error code 41541. There was unknown patient involvement. No patient harm was reported.